Event description:
The customer reported to olympus that the disposable distal cap fell off the scope upon removal of the scope from the patient. The cap was retrieved with no obvious defects. There was no harm or user injury reported due to the event. Related complaints: (B)(4) for the scope.

Manufacturer narrative:
The device was not returned to olympus and the investigation is in process. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-mar-2022. Correction to h7 and h9 of the initial; this reported event is not related to a recall. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. According to the information provided, the recovered cover was undamaged and may have been poorly attached to the scope. Based on the results of the investigation, it is highly probable that the cover was easily removed from the scope due to insufficient attachment to the scope. As described in the instruction for use, 7.3 attaching the distal cover, make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d8, d10, and h6. D8/d10: information added to these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided, the recovered cover was undamaged and may have been poorly attached to the scope. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: this product is designed to be damaged and removed from the scope. Since the recovered cover was not damaged, it is highly probable that the cover was easily removed from the scope due to insufficient attachment to the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.